Event description:
It was reported that an electrocardiogram was done and it was noted that the lower rate was 44bpm when the device was programmed 60bpm. T wave oversensing on the right ventricular lead was possible. The mode was changed to aair and other programming changes were made. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.